Event description:
It was reported that the pt had a micl 12.6mm implantable collamer lens implanted in the right eye on (B) (6) 2008. As part of the post market study, the pt reported experiencing halos. The icl remains implanted. Further info has been requested, but none has been forthcoming. A supplemental will be filed when further info is available. See MFR #2023826-2010-00488 for the left eye.

Manufacturer narrative:
(B) (4): evaluation codes: method: lens work order search. Results: a lens work order search was performed and no similar complaint was found within the work order. Conclusions: based on the complaint history and work order search, a specific root cause of the event could not be determined. (B) (4).